Event description:
When the experienced neonatal intensive care unit nurse drew blood for a laboratory test with the syringe that is within the closed blood draw system, the nurse observed leakage from where the syringe connects. Then the nurse observed blood rapidly flowing up the closed blood draw system. No adverse effect on infant other than a small amount of blood loss. The device was exchanged and the leaking device was retained. This facility would like the manufacturer to inspect the device and report back their findings to us.this facility has had two similar events with this manufacturer's device within the last two months. No harm to either patient.